Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room due to phrenic stimulation. An x-ray was performed which revealed that the atrial lead was dislodged causing right sided phrenic stimulation. The patient will be scheduled for an in- clinic visit for further evaluation. The patient was stable throughout.